Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. This report contains supplemental information for mentor asr submission reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 350cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant. As a result, the patient will undergo removal on (B)(6) 2022. This report contains supplemental information for mentor asr submission reference number (B)(4).

Manufacturer narrative:
On september 27, 2022, the mentor analysis lab received the suspect medical device for evaluation. On october 03, 2022, the mentor analysis lab completed the evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. In addition, a rupture was found between the patch and shell. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. On october 05, 2022, mentor received additional information. The patient's age was provided as 69 years old. The patient was noted to have bilateral breast ptosis. As such, a second file was created to document the event for the contralateral breast. The patient was replaced with 450cc mentor memorygel breast implants. Refer to manufacturing report number 1645337-2022-12381 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2022, mentor completed a reevaluation on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).